Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited poor thresholds which required the device to be recaptured. Despite the retrieval head and recapture cone being aligned, the device could not be retrieved. The retrieval button was completely unresponsive. The tip was detached once using the fishing technique, but it became caught in tissue near the tricuspid valve. A second retrieval attempt was made but was unsuccessful, as it appeared to be obstructed by some tissue. Eventually, retrieval was successfully completed. Upon flushing the catheter, it was noted that the retrieval head and recapture cone were connected at an angle rather than in a straight line, raising concerns about damage to the inner lumen. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2avr1-delsys], (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
After the pull hold test, the threshold increased, and even at high output, pacing was not achieved and the threshold did not decrease thereafter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Mc2avr1-delsys this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] [serial: (B)(6)). D9: yes, return date: 2026-feb-11 h3: yes product event summary: the full delivery system was returned and analyzed. The bond on the deployment button hub on the delivery system released. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The device could not be deployed. The deployment button hub separated from the outer shaft. The adhesive bond released from the outer shaft of the delivery system. The adhesive bond was present within the deployment button hub. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.